Event description:
It was reported that the patient needed to have a lead revision one day post implant. The patient stated that the lead revision occurred "because [the lead] wasn't put in right or something". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.